Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.10. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100 percentage (%) assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporting facility has not responded to follow up requests. File will be reopened if new information or the sample is received. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient was not happy with vision and hyperopic result. The iol was exchanged for another model replacement advanced technology intraocular lenses (atiol) 2 months following the initial implant procedure. Additional information has been requested.